Event description:
On (B)(6) 2012, the distributor contacted animas stating that the ok, up/down arrow keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The keypad was removed and no contamination was found. The pump was opened and no defect was found. The complaint could not be confirmed or duplicated.